Event description:
(B)(4). Injury alleged. Malfunction alleged. Provider states tubing broke on both back legs of commode causing both patient and spouse to fall. Dealer stated that the husband of the user was placing her on the commode when the frame bent, causing them both to fall and they ended up bruised. The dealer also stated that they replaced her chair, and want us to replace the one they gave her. The commode was approx 13 years old. MDR filed.